Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The following repair and service diagnostic codes were identified based on service request. Electrode broken. Replaced handle. This does confirm the alleged failure mode of broke electrode. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Shear pin failure in handle. (Proximal end of device).

Event description:
It was reported that the insulation had been compromised.